Manufacturer narrative:
The insulin pump had no button error alarm noted. Device had no button response due to corroded keypad traces. Unable to test for battery out limit alarm due to no button response. Device "nit" had minor scratched display window, cracked "caseeat" display window corner, scratched reservoir tube window, cracked reservoir tube lip and a bleeding lcd glass. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was performed. The device was returned for analysis.